Event description:
Pt was undergoing ablation of a lesion in the back of mouth. The argon laser was set for 10 watts. An smtr 3.5 tip was being used. The surgical team was fifteen mins into the procedure when a "brilliance" was seen and the fiber removed. The fiber had burned through at the connection point with the tip. The tip had fallen off in the pt's mouth and was retrieved. There was no injury to the pt.